Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor smooth round moderate profile 475cc saline breast implant, catalog number 3501680, serial number (B)(4), lot number 5668842. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants that bilaterally deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. By receiving the device, mentor estimated the date of explantation to be on (B)(6) 2018. (B)(4).

Manufacturer narrative:
Device evaluation: the analysis results showed a crease running from the anterior to the posterior aspect. Additional testing was not performed to avoid compromise the device integrity. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).